Event description:
It was reported that there was a prophylactic replacement. However, it was also reported that a nurse had performed an impedance check and the lead needed to be replaced. Due to the indication that there was an impedance issue, the reason the replacement was reported as prophylactic is unclear. The lead was removed and sent to pathology. There were no patient symptoms associated with the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v535688, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).